Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, arterial and tmp alarms were triggered, with a large amount of air noted near the arterial lumen and the blood pump. Blood not rinsed back.